Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for routine follow-up with an alert for high rv pacing lead impedance. Non-sustained rv oversensing displayed lead noise, but was not reproducible with isometrics. The lead was explanted and replaced. The patient is doing well post procedure.